Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced elevated blood glucose (bg) up to 349 mg/dl.the user had eaten breakfast and lunch without announcing the breakfast meal. Bg subsequently rose to 300¿349 mg/dl. The ilet algorithm delivered corrective insulin, and the user¿s bg stabilized at 138 mg/dl after approximately three hours. The agent recommended allowing the ilet to continue correcting and referred the user to clinical support for further training on proper meal announcement. No external assistance or medical intervention occurred.